Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to medial ligament instability. The femoral component and tibial bearing were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: dislocation and subluxation sue to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.(B)(4).